Manufacturer narrative:
Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The customer stated qc and calibration were within specifications before and during the event. The field service representative found that the vacuum nozzle was loose and had salt build up. He re-adjusted, tightened, and cleaned the vacuum nozzle and chamber. Calibration passed with acceptable results. He also performed a precision test and results were within specification. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na+ for gen.2 results for 1 patient sample on a cobas 8000 cobas ise module. The customer was unable to provide exact values for the results, therefore he provided estimate values. The initial result was approximately 152 mmol/l. The repeated result was approximately 136 mmol/l. The repeated result was obtained on a different cobas 8000 cobas ise module. The serial number was requested but not provided for the second analyzer. It is unknown if the results were reported outside of the laboratory. The repeated result was believed to be correct. The electrode lot number and expiration date were requested but not provided.